Event description:
During a procedure two catheters split at the junction with a longitudinal split. The dr was using pva as the embolic agent and stated that it appeared that the pva particles went into the internal carotid artery. The vasculature was very tortuous and shortly after the embolization was started, the dr noticed the distal flow stopped and that contrast was leaking about 20 cm from the tip. This device was returned with a note stating that the condition of the pt was unknown. The second device was inadvertently discarded.